Manufacturer narrative:
(B)(4). Physio-control performed an initial evaluation of the customer¿s device and verified the reported issue. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device would no longer power on. There was no patient use associated with this event.

Manufacturer narrative:
The device was inadvertently scrapped, therefore further cause could not be determined. The customer received a replacement device.

Event description:
The customer contacted physio-control to report that their device would no longer power on. There was no patient use associated with this event.